Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit is not analyzing correctly and no alarms. Dealer states the unit has 5636 hours. No further information provided.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to an independent repair center for evaluation. The result of the evaluation was that the wires were damaged between the pc board and horn, causing the alarms not to function, which confirmed the original complaint issue.

Event description:
Dealer states the unit is not analyzing correctly and no alarms. Dealer states the unit has 5636 hours. No further information provided. Per the independent repair center, the reason for repair is the unit alarm is not functional. The key failure is the pc board to horn connection is broken.